Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 d4 g3 g6 h2 h3 h4 h6 h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined that the control bar was loose, and not in the correct position. Calibration was out at the 0 readings. Spring pin was not seated properly. Poppet screw was bent. Carrier pins were not seated properly. Ball plunger was not in the correct position. There were worn and damaged components. The bearings, lever, ball plunger, hinge throttle gasket, screw seal, and screw were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Event description:
It was reported that during surgery the device was unable to cut a proper graft as it was gouging. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0993924. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.